Manufacturer narrative:
According to the facility, on (B)(6) 2026, a 14fr in-line suction catheter reportedly came apart at the one-way valve while the therapist was suctioning a patient with an ett. The clinician stated that the patient had to be bagged while a new catheter was located and placed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2026, a 14fr in-line suction catheter reportedly came apart at the one-way valve while the therapist was suctioning a patient with an ett. The clinician stated that the patient had to be bagged while a new catheter was located and placed.

Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation found a fracture problem but a cause remains unestablished. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.